Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. On (B)(6) 2014: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. (B)(6) 2014: the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the bard/davol composix kugel. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿the hernia sac was dissected. There were extensive adhesions involving the small bowel were taken down. A composix kugel mesh was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with small bowel obstruction thereby underwent removal of mesh and lysis of adhesions. Per operative notes, ¿there was a dense portion of dense scar tissue adhering the small bowel to the mesh. Lysis of adhesions was performed. The mesh on the right had folded back intraabdominally was dissected off and completely excised.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia, small bowel obstruction thereby underwent open repair with implant of synthetic mesh. Per operative notes, ¿the hernia sac was dissected free. After lysis of adhesions, a synthetic mesh was placed and sutured circumferentially.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain and hernia recurrence. It is also alleged that, the composix type mesh in the anterior abdominal wall on the right side had folded back intraabdominally in (B)(6) 2014, therefore dense adhesions of the small bowel providing kinks in the small bowel.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 8 years 3 months post implant of composix kugel mesh, patient was diagnosed with obstruction, adhesions, pain, scar tissue and material deformation thereby underwent repair with removal of mesh. Per operative notes, "the mesh on the right had folded back intraabdominally was dissected off ". The instructions-for-use supplied with the device list adhesions as possible complication. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.